Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02449. 3005168196-2021-02450.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak via transcaval approach using a lantern delivery microcatheter (lantern) and a non-penumbra guide sheath. During the procedure, upon the initial advancement of the lantern through the guide sheath, the physician experienced resistance. Subsequently, the lantern kinked at the mid-shaft and broke. The same issue occurred with two other lanterns. Therefore, the lanterns were removed. The procedure was completed with thrombin. There was no report of an adverse effect to the patient.